Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
In a literature article, the authors reported that the purpose of the study was to evaluate the effect of filtering surgery using the gfd device on intraocular pressure (iop), flare count, anterior chamber (ac) depth, and the corneal endothelium (ce) in primary open angle glaucoma (poag) including normal tension glaucoma (ntg). The study was comprised of 63 eyes of 63 consecutive patients. 48 eyes of 48 patients had poag and 15 eyes of 15 patients had ntg. The authors reported that hypotony was present in 17 eyes on postoperative day 1, in 18 eyes at 1 week, in 8 eyes at 2 weeks, in 7 eyes at 1 month, in 3 eyes at 2 months and in no eyes at 3 months. In addition, 7 eyes developed choroidal effusion, but all of these resolved by 2 weeks. Shallow chambers (grade 1 and 2) were observed in 5 eyes. Although 3 eyes were treated with viscoelastic injection for ac formation, the shallow chambers resolved in all of these within 1 week. Bleb leakage occurred in 3 patients. Laser suture lysis was required in 30 eyes. Needling was performed in 9 eyes. Iop decreased significantly at 12 months and at 24 months postoperatively. With an average reduction in iop of 34.1 and 24.1% at 12 and 24 months, respectively, in the total patients. The flare count increased significantly from preoperatively to postoperative day 1 but recovered to an insignificant level on postoperative day 3 and did not increase significantly thereafter. The ac depth decrease significantly in the first postoperative week. However, this change in ac depth disappeared by 2 months of follow up. The visual acuity (va) deteriorated significantly from postoperative day 1, it recovered to an insignificant level by 1 month. Finally, the ce decreased from preoperatively to 12 month postoperatively and to 24 months postoperatively. Thus, filtering surgery using the gfd caused 2.2 and 4.0% decreases in the ce after 12 and 24 months, respectively. According to the authors, despite limitation, this is the first study to report on a 2 year change in the flare count after gfd implantation surgery and to reveal the outcome of the gfd implant surgery in patients with ntg. The study demonstrated that reduced inflammation and rapid recovery of va were notable advantages of surgery with the gfd implant but that loss of ce and reduced effectiveness for patient with ntg were notable disadvantages. Further prospective randomized control studies are warranted to confirm the results. No further information is expected.